Event description:
Additional information received from the health care provider (hcp) reported that the event ¿did not happen¿.

Event description:
It was reported the patient¿s last pump was completely ¿plugged¿ when the health care provider replaced it and the patient was not getting any medication. It was stated ¿and he said it couldn¿t notice any difference. And he said it¿s got to be going somewhere.¿ the medication was reportedly not going into the catheter but it was not staying in the pump either. It was leaking ¿around maybe around it or something because he said when he would go to refill it the doctor couldn¿t even tell that the pump wasn¿t.¿ at the time of the replacement, the device system had been used to deliver hydromorphone however it was also noted the health care provider had ¿their own little mixture in there.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type catheter. (B)(4).